Event description:
On (B)(4) 2012 during review of the as-received settings of the explanted generator, it was discovered that the settings were output = 1 ma/frequency = 20 hz/pulse width = 500 usec/on time = 30 sec/off time = 60 min/magnet output = 1 ma/magnet pulse width = 500 usec/magnet on time = 30 sec which are settings indicative of a faulted system diagnostics test. The patient's programming history was reviewed and it was discovered that on date of surgery, (B)(6) 2012, a faulted system diagnostics test occurred that appears to have changed the patient's settings to faulted test settings. It is unknown how long the patient was left at these settings prior to the generator being replaced due to a low battery. No adverse events have been reported due to this settings change.

Manufacturer narrative:
Analysis of programming history.